Event description:
Reportable based on device analysis completed on (B)(4) 2014 it was reported that the coil was inside the catheter. A 10mm x 40cm interlock-35 was selected to treat the target lesion. During an embolization procedure the coil two interlock coils were inside the diagnostic catheter. The procedure was completed with a different device. However, device analysis revealed a broken interlocking arm of the coil.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A coil was returned with a delivery wire and two introducers. No damage was noted. The coil was found to be kinked and stretched indicating a resistance was met. The interlocking arm of the coil was broken off but was interlocked with the interlocking arm of the delivery wire in the introducer sheath. The delivery wire was found to be kinked proximally. A microscopic inspection was performed. The coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).